Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6)-old, female patient who was receiving dilaudid (dose and concentration unknown) via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2003, the patient had a pump revision. Additional information has been requested regarding the cause of the event, troubleshooting and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.